Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: e1(initial reporter, event site name & address), h8 a getinge field service engineer stated that the customer requested return without repair (due to high cost).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions),h11. Corrected field: d7a. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit but the customer requested return without repair (due to high cost). The iabp unit was returned from the facility and evaluated at our service center. During evaluation of this iabp unit, the front end board was found to be failed due to aging deterioration. As our customer did not require the repair of this iabp unit, this unit was returned to the facility without repair.

Event description:
N/a

Event description:
It was reported that during clinical use, the cs300 intra-aortic balloon pump (iabp) unit shutdown. No patients were harmed .

Manufacturer narrative:
Due to character restrictions in block(B)(6) a supplemental report will be submitted upon completion of our investigation.